Event description:
Pt had a carotid endarterectomy procedure where a vascu-guard patch was implanted. The incision was sealed with dermabond, a liquid bonding agent, at the time of surgery. Pt was discharged two (2) days post-op without complication. Pt was readmitted nine days later with pain and swelling at the surgical site but no drainage. The pt was diagnosed with e. Coli infection, treated with 1 gram of ceftriaxone every 24 hours and the vascu-guard patch was removed and replaced with a saphenous vein graft. The pt was discharged and is received an outpatient infusion of 1 gram ceftriaxone each day through (B)(6) 2012.

Manufacturer narrative:
No product has been returned for eval. Synovis' vascu-guard product is manufactured in a controlled environment under strict controls. All vascu-guard products must undergo 100% sterility verification as part of our mfg process. The device history record was reviewed. According to the device history record, the device passed sterility testing and met all specifications at the time of manufacture. In addition, a review of the environmental monitoring system revealed that e. Coli has never been identified in the mfg facility.